Event description:
Customer reported that pump declared an altitude alarm. There was no adverse impact to customer's blood glucose level. After receiving instructions from technical support, customer removed obstruction from speaker holes, gently cleaned them, and followed a series of corrective actions including reconnecting and later replacing the pump's cartridge. Although alarm recurred initially, replacing the cartridge resolved the issue and pump resumed normal operations. Original cartridge did not vent properly, which was acknowledged by the customer.